Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm could not be moved. Analysis of the system log file confirmed that the hv voltage was below the minimum software specified value. The fse re-inserted the amc power supply cable to solve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm cannot move. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.